Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that one of the leads was not working and was causing the stimulation sensation in an incorrect area. It was the lead for the back that was not successful since implant on (B)(6) 2015. The patient had been turning it down, but eventually the manufacturer representatives shut it off within a couple of months after implant in 2015. The other lead that was for the legs was working. The patient thought that something was wrong with one of the leads as she can feel the wire pushing out of the skin in a little section which started occurring in the last four to six months (2016). The patient informed the health care provider who stated that it was the excess wire and recommended a revision which was also for the other lead issue. The patient's&#62688;medical history includes being in the hospital for kidney failure which was unrelated to the implant.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.